Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Insulin pump received with motor noise anomaly during rewind test problem isolated to the motor assembly noted. Pump received with broken belt clip rails and cracked select button keypad overlay. Test reservoir lock properly inside the reservoir tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was making a horrid noise when rewinding. Customer stated the insulin pump rattles when they shake it. Customer stated the insulin pump had neither been bumped nor dropped. Customer stated there was a reservoir inside the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.